Event description:
It was reported that the patient had a return of symptoms/ spasticity despite dose increase. Patient symptoms consisted of increased spasticity. During a dye study, catheter aspiration was normal however dye injection was abnormal/ difficult. The location of the catheter issue was unknown. As a result of the event, catheter replacement was required. It was reported that sutureless connector damage occurred during the revision. The silicon casing became disconnected from the metal connector when attempting to disconnect from the pump. The patient¿s status at the time of the report was listed as ¿alive ¿ no injury¿. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the patient was doing well and was receiving therapy.

Manufacturer narrative:
Analysis of the received catheter/sc connector concluded difficulty with sc connector led to explant. Catheter was received and inspected in segments. Segment 1 described as sc assembly + proximal was noted as patent with no leaking noted. Segment 2 described as proximal + pin conn. + distal with anchor still attached, was observed to be partially occluded but able to break loose, no leaking seen.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.